Event description:
It was reported that during use of the device for a cardiopulmonary (cpb) procedure, there was a "check flow" error message displayed on the perfusion system. The device was not changed out, as they continued to use the system as the message cleared by itself. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 03/19/2015: during cpb, a "check flow" error message was displayed on the system-1 being used during cpb. The message cleared, in a few seconds, and there were no issues with pump speed or any other functional issues related to the centrifugal system performance. In conversation with technical support, "check flow" is usually posted due to coupling issue of the sensor to the tubing or sensor may have been bumped during use. The procedure was completed successfully, without delay and without associated blood loss. No harm was observed.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service representative (fsr) was unable to verify the reported issue during testing of the centrifugal system. Data logs were reviewed by the manufacturer's technical support specialist who was able to ascertain that all components of the centrifugal system were functional. The only component that might have been suspect, was the flow sensor, which was replaced as a preventive measure. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further eval.